Manufacturer narrative:
Details of complaint: the customer reported that the hospital had just come back online after a power outage. They were able to get the central nurse's station (cns) back up and running, but the monitored telemetry transmitters were in signal loss. Their local it/ is department stated the issue was with a failed ups connected to the switch and was temporarily bypassed to a wall outlet. The ups had since been replaced and the issue was resolved. No patient harm was reported. Service requested / performed: troubleshooting: investigation summary: the cns shut down due to failure of a degraded third-party accessory device and was not due to the failure of an nk device malfunction / deficiency. Corrected information: e2 healthcare professional? Corrected the "yes" selection to "no."

Event description:
The customer reported that the hospital had just come back online after a power outage. They were able to get the central nurse's station (cns) back up and running, but the monitored telemetry transmitters were in signal loss. Their local it/ is department stated the issue was with a failed ups connected to the switch and was temporarily bypassed to a wall outlet.

Manufacturer narrative:
The customer reported that the hospital had just come back online after a power outage and that they were able to get the central nurse's station (cns) back on, but the telemetry transmitter patients they were monitoring were are all in communication loss. The customer it/ is stated that the issue was with the a failed ups for the switch. It was temporarily bypassed by connecting to direct power. The ups has since then been replaced. Issue resolved. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The customer reported that the hospital had just come back online after a power outage and that they were able to get the central nurse's station (cns) back on, but the telemetry transmitter patients they were monitoring were are all in communication loss. The customer it/ is stated that the issue was with the a failed ups for the switch. It was temporarily bypassed by connecting to direct power. The ups has since then been replaced. Issue resolved. No patient harm reported.